Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, olympus could not identify the cause of occurrence of the indicated phenomenon. Therefore, the root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head while being used with the visera elite video system center displayed an occasional purple image that sometimes returned to normal after restarting. The issue was found in preparation for use prior to a laparoscopy. There were no reports of patient harm. The procedure was completed using the same set of equipment.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.